Event description:
It was reported that debris was found inside the packaging of this sterile product. There was no injury or surgical delay associated with this event.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the bur was received for evaluation and the reported problem of debris was confirmed. A brown material was found inside the packaging of this bur. An examination of this packaging found a weak seal at the vendor, which does not meet our packaging specification. Further investigation did find the packaging sealed and there was no breach in the sterility of this product.